Event description:
It was reported that the core micro drill overheated and caused a burn to the patient's left upper lip during a procedure. The customer has not provided any further information regarding this event.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.